Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege constant pain in and around his hip and back, difficulty walking, loss of mobility, numerous follow-up doctors appointments, possible chromium and cobalt poisoning, revision surgery, anxiety, fear and other emotional damages. It is further alleged the patient was scheduled to have the right-side asr hip implant explanted on september 15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege constant pain in and around his hip and back, difficulty walking, loss of mobility, numerous follow-up doctors appointments, possible chromium and cobalt poisoning, revision surgery, anxiety, fear and other emotional damages. It is further alleged the patient was scheduled to have the right-side asr hip implant explanted on (B)(6). ***update: (B)(6) 2011 - sales rep has reported additional information. Patient was revised due to acetabular cup loosening. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.